Event description:
A customer called beckman coulter regarding a discrepant urine test result from a pt. The customer indicated that a pt had a urine sample tested with an icon 25 hcg test kit and the hcg results were negative (-). A serum sample for quantitiative hcg was also collected but the customer did not provide result. An ultrasound test was ordered for the pt and the result indicated the pt was 15 weeks pregnant. The customer indicated that there has been no change to pt treatment that can be attributed to this event.